Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl at the time of the incident. The customer's other blood glucose was 23 mg/dl in the ambulance. The mother reported the customer was not checking their blood glucose and emergency medical services were dispatched. The customer was taken off the insulin pump for treatment. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The mother also reported a separate incident in (B)(6) 2019 where the customer had a low blood glucose of 30 mg/dl. The insulin pump will not be returned for analysis.